Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.50x12mm promus premier¿ drug-eluting stent was advanced to treat a lesion. However, while device was going through the tuohy, the shaft broke. The device was removed normally. The procedure was completed using a different device. No patient complications were reported.